Manufacturer narrative:
Concomitant product : 6935-65 lead, implanted (B)(6) 2011.

Event description:
It was reported by the patient that since the routine device replacement procedure about three months earlier, the patient has experienced diaphragmatic stimulation and fluid retention. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.